Event description:
Oesophagectomy procedure. Pcs21 dlu was attached, calibrated and fired. Pc displayed "firing incomplete". Device did not cut or staple. However, a leak developed. Another pcs21 was used successfully to complete the case.